Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/02/2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. No additional patient or event information is available.